Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and difficulty removing a catheter occurred. Vascular access was obtained via the radial artery. The 85% stenosed target lesion was located in the calcified and severely tortuous left renal artery. Physician confirmed the pressure gradient and oct image. A 7.0mmx15mmx150cm express vascular sd stent delivery system (sds) was advanced for direct stent placement but was unable to cross the target lesion. During an attempt to withdraw the express vascular sd sds the device was unable to retract into the sheath. For back up support a mach1 guide catheter, a non bsc guide wire and a 4mm coyote balloon catheter were advanced to the target lesion. However, the express vascular sd sds was unable to cross the target lesion. During the attempt to withdraw the express vascular sd sds the stent dislodged at the upper arm and remained in the patient. The sds was withdrawn. The patient was taken to surgery, a vessel cutdown was performed and the stent was retrieved. After the stent was retrieved it was noted that the stent had lifted because of the contact with the target lesion. The procedure was not completed and the physician is taking a wait and see approach for the patient plan for care. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and difficulty removing a catheter occurred. Vascular access was obtained via the radial artery. The 85% stenosed target lesion was located in the calcified and severely tortuous left renal artery. Physician confirmed the pressure gradient and oct image. A 7.0mmx15mmx150cm express vascular sd stent delivery system (sds) was advanced for direct stent placement but was unable to cross the target lesion. During an attempt to withdraw the express vascular sd sds the device was unable to retract into the sheath. For back up support a mach1 guide catheter, a non bsc guide wire and a 4mm coyote balloon catheter were advanced to the target lesion. However, the express vascular sd sds was unable to cross the target lesion. During the attempt to withdraw the express vascular sd sds the stent dislodged at the upper arm and remained in the patient. The sds was withdrawn. The patient was taken to surgery, a vessel cutdown was performed and the stent was retrieved. After the stent was retrieved it was noted that the stent had lifted because of the contact with the target lesion. The procedure was not completed and the physician is taking a wait and see approach for the patient plan for care. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed blood on the stent and between the stent struts. The stent delivery system was not returned for product analysis. The stent was damaged with flared struts on one end of the stent. The proximal and distal ends of the stent and the two middle rows of struts had bent struts. Inspection of the remainder of the stent presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).